Event description:
The report stated that the instruments did not work and would not seal or cut.

Manufacturer narrative:
Date of initial report: 09/09/2008. A visual examination of the instrument revealed the cam pin was missing from the jaws. Without the pin in place, the jaws will not open when the handle is activated. During the mfg process the prod is 100% visually inspected. We have asked add'l questions as to whether or not the site knows where the pin is and have indicated that it may be necessary to bring the pt in for an x-ray. To date, we have not rec'd add'l info from the site. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.